Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience low blood glucose (bg value not provided). Fast acting carbohydrates were consumed, the pump basal rate was reduced and a temporary basal rate was set. Customer discussed event with their diabetes educator. No issues were identified with the pump. Recommendation was made for customer to discuss event with their healthcare provider.